Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), infection ("infections"), ovarian cyst ("ovarian cyst"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a surgical removal of the essure on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, vaginal discharge, infection, ovarian cyst, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dyspareunia, infection, menorrhagia, ovarian cyst, pelvic pain and vaginal discharge to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of abnormal heavy menstrual bleeding, pelvic pai3i, dyspareunia, vaginal discharge and infections, and ovarian cysts among other symptoms. Diagnostic results: on unspecified date, hsg test done. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)." On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), infection ("infections"), ovarian cyst ("ovarian cyst"), anxiety ("anxious"), depression ("depressed"), endometriosis ("endometriosis.") And dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (undergo a surgical removal of the essure on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, vaginal discharge, infection, ovarian cyst, anxiety, depression, endometriosis and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, infection, menorrhagia, ovarian cyst, pelvic pain and vaginal discharge to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of abnormal heavy menstrual bleeding, pelvic pai3i, dyspareunia, vaginal discharge and infections, and ovarian cysts among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not reported. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs received: events dysmenorrhea (cramping), failure to occlude (close) fallopian tube(s), endometriosis added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.